Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device scanner had an issue with false positive tones. It would continually indicate that a sponge was present. The issue was resolved by replacing the wand, and there was no patient injury.